Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. A visual inspection revealed the device was returned with original packaging. The device does have debris on it. The anchor has broken threads at tip of anchor and all sutures look good and in place. No other physical damage is visible to the device. A functional evaluation of the returned device found that device appears to be in working order. Device passed all functional assessment, device functioned as per manufacture spec. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the raw material found the storage requirements, material specifications, and material tests were appropriately documented. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. It was determined the device did not contribute to the reported event. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder arthroscopy, the healicoil anchor was immediately damaged by turning after it was inserted. The procedure was successfully completed without significant delay using the same device. No patient injury or other complications were reported. Results of investigation have concluded that this unit had broken threads at the tip with debris which makes it a reportable event.

Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. A visual inspection revealed the device was returned with original packaging. The device does have debris on it. The anchor has broken threads at tip of anchor and all sutures look good and in place. No other physical damage is visible to the device. A functional evaluation of the returned device found that device appears to be in working order. Device passed all functional assessment, device functioned as per manufacture spec. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the raw material found the storage requirements, material specifications, and material tests were appropriately documented. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. It was determined the device did not contribute to the reported event. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder arthroscopy, the healicoil anchor was immediately damaged by turning after it was inserted. The procedure was successfully completed without significant delay using the same device. No patient injury or other complications were reported. Results of investigation have concluded that this unit had broken threads at the tip with debris which makes it a reportable event.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned with original packaging. The device does have debris on it. The anchor has broken threads at tip of anchor and all sutures look good and in place. No other physical damage is visible to the device. A functional evaluation of the returned device found that device appears to be in working order. Device passed all functional assessment, device functioned as per manufacture spec a complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the raw material found the storage requirements, material specifications, and material tests were appropriately documented. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. No relevant supporting clinical information has been provided to assist with a clinical investigation. It is unknown how the procedure was completed as the device was returned for evaluation. Results of the product evaluation for the returned device revealed ¿a fracture in the threads¿ and ¿it was determined the device damage was caused by the application of improper/excessive force.¿ based on the information provided the root cause of the reported events was due to a user vs procedural variance, which does not represent a device malfunction. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ if any fractured pieces were retained the healicoil anchor is implantable, biocompatibility is not an issue. It is unknown if the possible retained fragments will migrate and there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. It was determined the device contributed to the reported event. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.